Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient just had adjustments done to their therapy on friday with medtronic rep. Pt said that the adjustments were done to optimize their therapy and try to make their therapy go down to their feet for their problems they were having with their feet. Pt said that didn't work, so settings were put back to where they were before. Pt said the problems with their feet started about a month ago and that is when they notified medtronic rep of the issue. Pss documenting past event that was reported by the pt on the call additional information was received from the patient. The patient clarified that the problem with their feet started with a fall and then the dr recommended a spinal cord stimulator. Patient said they tried changing current stimulation to work on their feet but that did not work and it changed their back therapy so it was changed back to original setting. The steps taken to resolve this issue is they implanted another competitors stimulator per dr preference. They removed the mdt one, put in a new one placing better lead and then in four to six weeks, implant second device for their feet. If new one does not effect or reach their feet.